Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was unknown mg/dl. The customer insulin pump is not completely blank. Customer stated that no alarms occurred during or after the buttons stopped responding. The customer was unable to continue troubleshooting because display would not go completely blank. The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the device was not dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed all functional testing including current test, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, error and self tests. No frozen display anomaly or display anomaly was noted. No high pitched sound during testing noted. No alarms noted. The pump was received with intermittent button response due to moisture on the keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.